Event description:
It is reported that the locking neck failed and the articular surface would not click on to the tibia component.

Manufacturer narrative:
This report will be amended when our investigation is complete.